Event description:
Caller reported a malfunction on pump, possibly due to being dropped. There was no adverse impact to the customer's blood glucose level. Customer resumed insulin therapy after pump malfunction cleared with no exceedance of 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.